Event description:
It was reported that the cc4204a collamer single piece lens was inserted and a tear was noted in the center of the lens. The lens was removed without any injury to the patient. The reporter stated the incident was the result of a loading error and not related to the product.

Manufacturer narrative:
Pt weight: unknown (B)(4). Add'l info: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Evaluation results: visual inspection of the returned lens showed a tear in the optic and one haptic and half of the other one was torn off and missing. (B)(4).